Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 338 mg/dl. The customer stated that he is experiencing the symptoms of frequent urination and diarrhea. Customer was admitted to the hospital and treated with insulin pump and injections. Customer was put on a medication for 10 days for colitis infection, pump setting were changed, followed up with healthcare provider. After the troubleshooting was done, found customer had air bubbles. The customer was advised that insulin should be at room temperature. Customer was advised to change entire inf systems and call back if unexplained blood glucose persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.